Event description:
It was reported that a 33-year-old female who underwent a breast augmentation primary with a mentor memorygel, 455cc silicone breast implant experienced left-sided capsular contracture grade unknown, and rupture postoperatively. The issue was diagnosed through physical examination and confirmed by MRI examination. As a result, patient underwent bilateral removal on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, cap con unknown grade mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 9, 2022 indicated that the patient also experienced left sided symptomatic rupture and implant fluid collection. The correct right side device sn#:(B)(6), left side sn#: (B)(6). The left side underwent biopsy and replaced with cat#:3505455bc; sn#: (B)(6) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) the initial report is for the right side.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the left side was intact and there was no fluid or suspicions carcinoma around the implant at the time of replacement. The right side was not explanted and there was no issue with the implant. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).